Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Lead was returned with the helix fully extended. Helix was able to be extended and retracted within specification.

Event description:
It was reported that two screw-in leads were attempted but not implanted when the physician was unable to place and secure the helix in a suitable position in the patient's atrium. Eventually a competitor's lead was placed and no patient complications have been reported as a result of this event.